Event description:
It was reported that insulation damage was observed on the right ventricular (rv) and right atrial (ra) leads. The rv and ra leads were repaired with medical adhesive to resolve the event and remain implanted in the patient. The patient was stable and will continue to be monitored.